Manufacturer narrative:
Failure analysis revealed that the insulin pump had display anomaly, black vertical lines on the display when the buttons were pressed, problem isolated to lcd board. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's display was difficult to read due to black lines being present. Customer stated that the insulin pump's screen became distorted when she pressed the buttons. Blood glucose level at the time of the call was not provided.